Manufacturer narrative:
The product analysis result indicates that the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached was not returned but would have measured approximately 0.17¿ in length. The break occurred at the first proximal tooth valley. The outer assembly cutting tip was deformed in such a way that indicates the inner blade teeth impacted the outer teeth while moving in a cw direction which resulted in the observed break. All teeth on one side were impacted, decreasing in severity toward the distal end. The teeth on the other side showed some wear. There was a light coating of grease on the inner assembly as required. The expanded tip was rough and worn on the proximal side, it did not appear to be machined. The adjacent inside diameter of the outer tube was rough and worn which may indicate excessive friction due to the deformation of the teeth. There was no evidence of concentricity issues or bends in the outer tube or inner cutter. There were no signs of improperly loading the blade in the handpiece or excess pressure being applied during use. There was no allegation of a defect prior to use. Excess speed or direction cannot be ruled out as a potential cause however the information more likely indicates the blade came in contact with an inappropriate material during cutting. In the returned condition, there was an out of specification condition that is likely related to the complaint (due to physical damage). The most likely underlying cause is consistent with, misuse / use error. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the blade broke intra operatively. Customer used back-up product to complete the procedure with no issues. No patient injury and no delay in procedure. Nothing broke off in patient or was left inside patient. Additional information received from rep stating that the blade did not have fragments.